Event description:
The diu225 10.0 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to post-operative complaints of blurry visual acuity (va) and the patient seeing silver bubbles/halos in her peripheral vision, the iol was explanted in a secondary surgical procedure and replaced with a diu225 14.0 iol. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis post-procedure/lens exchange was reported as excellent, the patient is very happy now. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.